Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the tip detachment was not determined. There was no resistance when the apollo was being advanced. There was no resistance when the apollo was being retrieved. The apollo tip was not embedded in the onyx cast. The anatomical location of the apollo tip is feeder artery arising from the eca. There was not any note of vessel calcification.

Event description:
Medtronic received a report that a patient with cranial dural avf was planned for liquid embolization treatment. While taking the micro catheter apollo 3cm it was observed that the distal tip of the micro catheter got detached in the feeder artery arising from the eca. The separation was found during use, there was no vasospasm, the catheter was not stuck inside the guide catheter, there was no surgical intervention required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis:¿ equipment used: vis (m-78210) ¿ as found condition: the apollo catheter was returned for analysis within a shipping box, an opened apollo outer carton (b568195), an opened apollo inner pouch (b568195), and a dispenser coil. ¿ damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached distal tip was not returned. ¿ testing/analysis: the ldpe overlap was measured to be 1.3mm, which is within specification (specification: 1.0-2.5mm). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed as the apollo catheter distal tip was found detached from the catheter. Tip premature detachment (during navigation or repositioning) can be caused by the detach joint ldpe overlap length being too short, vessel calcification (tip gets caught and dislodges), repositioning of the catheter while it is in a wedged position or with vessels that are in vasospasm, incompatible products, or advancing the guidewire against resistance. The ldpe overlap was within specification, there was no vasospasm, and there was no note of vessel calcification. The guidewire used in the event was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. The cause of the tip detachment could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.